Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 18.0 diopter intraocular lens (iol) was explanted from the patient's right eye due to severe halos and glare. The account indicated that the device is not available for return as the lens was explanted and there is nothing left to return. This report will capture the lens explanted from the right eye and a separate report will be filed for the lens explanted from the patient's left eye. No further information was provided.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.